Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer also had sensor glucose reading of 221 mg/dl. The customer was advised that there was (B)(6) difference. The customer stated that his pump graph sensor is not giving him readings and saying he is beyond 400 mg/dl. The customer was assisted with troubleshooting for sensor glucose versus blood glucose differences. The customer will monitor blood glucose and call back if issues persist.